Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, this complaint is not related to the firmware issue with the wireless foot switch (wfs) addressed in medical device correction z-0648-2022, as the issue in this complaint was found to be an issue with the wireless base station. The system was in clinical use when the issue occurred. The procedure was completed by using the hand switch / wired foot switch. A philips field service engineer (fse) visited the site, performed a functional analysis and identified that the wireless base station caused the reported issue. The fse replaced the wireless base station. Analysis of the returned part has not identified an issue. After the replacement of the wireless base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. In the event of an electronic defect in the wfs or wireless base station, both the wired footswitch and hand switch provide duplicate controls to command exposure and fluoroscopy. Therefore, the key imaging function of the system would not be lost. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch had a connection issue. The system was in clinical sue at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.